Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to high blood glucose levels, with a reading of 517 mg/dl. Prior to the event, the insulin pump gave an alarm, and the customer was unable to continue using it. Advised that the insulin pump would be replaced. Nothing further was reported.